Event description:
"(B)(6) called on behalf of the consumer and stated the cable connecting the joystick became broken, causing the chair to stop operating. Informed (B)(6) if he obtains the serial# we can identify the product and locate the provider to fix the chair. He will attempt to get the information and contact us back."

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model number, serial number/date code are unknown. Owner's manuals are found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6), height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed. It is unknown if this is an invacare product.